Event description:
Tech alleged that the siderail would not latch. No pt impact.

Manufacturer narrative:
The tech found a broken end tube on the side rail. The tech replaced the siderail end tube to resolve the issue.